Manufacturer narrative:
The event description and two photos of the main pcb were available for investigation. The optical inspection of the pictures confirms that the ferrite array (z10) placed on the processor board developed a short circuit. In case of this failure, the 12v supply voltage is directly routed via ground and the current will increase, which causes the ferrite to overheat and finally to crack. The reported burning odor is a result of this thermal damage. As this ferrite array filters the supply voltage for the main fabius display, the failure will result in a blank-out of the display. This might have been interpreted as a shutdown of the entire fabius tiro. The failure of the device was obvious since the display was not functional anymore and the digital flow meter showed "err." However, the fabius tiro features a mechanical flow meter still allowing an adjustment of gas flow to continue the case with manual ventilation. The implemented oxygen ratio controller will still be effective and prevents from nitrous oxide overdosage. Additionally, the pcb is designed flame resistant. The ferrite array is not able to start a fire due to its small size and the limited maximal current of 1.5 ampere. Furthermore electronic and gas components are physically separated from each other. The amount of similar cases (only 4 have been reported over the last 5 years) is inconspicuous.

Event description:
It was reported that the device shut off with a burnt odor unexpectedly while in use. The digital flow meter of the device showed "err" at the time of the event. Thus, the customer replaced the device. There was no injury reported.